Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the stapler malfunctioned and jammed. Doctor was not able to open the stapler. The stapler would not operate. A portion of the specimen was lodged in the jaws of the stapler. Doctor had to remove the stapler and the laparoscopic port together. A portion of the specimen was removed and taken off the field.